Manufacturer narrative:
Resubmission of initial report. The original submission was erroneously marked as a follow up 2 it should have been marked as an follow up 1.

Event description:
Index surgery: (B)(6) 2006. Revision - reason unknown.